Manufacturer narrative:
Review of the information contained in allegation and the images provided by the user indicate an incorrect understanding of the insulin delivery functionality of the omnipod eros pod. The images that claim to show differences between a complaint pod assumed to be abnormal and an assumed ¿normal¿ pod show no noticeable differences that would impact insulin delivery and/or pod operation. The shape memory allow (sma) wire assembly is manufactured within length tolerances to allow the two wires to energize to contract in an alternating pattern and rotate a hook that each wire is attached to on opposite sides. This hook has talons that push against a gear in an alternating pattern that rotates the gear to drive insulin delivery. The amount of time the wire is contracted for and the length that the wire elongates after energy is no longer applied does not impact the amount of insulin delivered as in either case the ratchet gear is only rotating for one tooth each time one wire is energized, which equates to 0.05 u of insulin. The frequency of the energizing of the wires is driven by the pod software based on the basal insulin program created by the user and bolus insulin commands received from the eros personal diabetes manager (pdm). The pod hardware energizes each wire with the same voltage for each pulse regardless of type of insulin delivery and the force of contraction of the wire does not impact the rotation of the gear or the amount of insulin delivered. If the wires were no longer able to contract to deliver insulin, then the pod would alarm and instruct the user to replace it. The user reportedly uses a looping system and has mentioned using a development board/chip that is not the eros pdm, which is off label use and not validated for proper insulin delivery by insulet. It is mentioned that the pod¿s pcb processes commands via bluetooth low energy (ble), which is not correct for the omnipod eros system as the omnipod eros pods and pdm communicate through radio frequency (rf). No recent firmware changes have occurred to the eros system as the last documented update to the eros pod software occurred in 2019 and the last update to the pdm software occurred in 2017. Nothing contained in the allegation or in the provided attachments shows definitive evidence of a device failure/malfunction. Device investigation by insulet will be required to determine if issues are present with the reported devices.

Event description:
The customer reported several concerns with the eros product. Alleging design flaws and performance issues- no medical intervention was reported. The user provided photos and video of disassembly of the device.